Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the tip of the anchor broke upon insertion during a rotator cuff repair. The tip remains in the pt but no add'l adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.